Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited lead noise, high pacing impedance, and fracture. Programming changes were made. There were no patient consequences.

Event description:
New information indicates that the right ventricular lead was explanted and replaced. The patient was stable.